Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was underfill. The following information was provided by the initial reporter: the patient came to the hospital for treatment due to endometrial tumors. On (B)(6) 2023, the patient was given a blood test as directed by the doctor. During the blood drawing process, a coagulation vessel was found to be without pressure, and a new coagulation vessel was immediately replaced and blood was drawn. It went smoothly and no harm was done to the patient.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.6 investigation summary material #: 363095. Lot/batch #: 2277403. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.